Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed one of the rubber feet was missing. Bottom case is cracked by the missing foot. During functional testing using multiple flow and occlusion tests was unable to duplicate the customer's reported issues. The root cause of the reported issues was determined to have been caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Actions taken to mitigate the reported issue replaced force sensor and plunger cable as a preventative measure for customer stated force sensor bridge test error. UDI information is unknown.

Event description:
It was reported that errors, clutch, and force sensor bridge events occurred. No patient injury reported.